Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, but the procedure was not completed due to unknown reason. No complications were reported, and the patient was in good condition post-procedure.